Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tiny piece of the blade tip could be still remaining inside the patient¿s body.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2015, proximal femoral nail (jpfna) was used for a posterior a femur trochanter fracture. During the surgery, because of the difficult insertion of the blade, the surgery required the use of strong hammering. After insertion of the blade, the surgeon was unable to lock the blade. Therefore, the surgeon removed the blade, and it turned out the blade had chipped off. The procedure was successful by the use of a different-size blade. The surgeon post-operatively mentioned that the splinter might be remaining inside the patient¿s bone. The surgery was complete with a 15-minute delay. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: our investigation shows that the complained blade is partially broken off at the tip. Also we found some scratches and wear and tear signs on the surface. The broken off fragments are missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information the exact root cause cannot be determined. As mentioned in the complaint description, heavy hammering marks were necessary to insert the blade, therefore it is likely that the instrument was subjected to excessive force use which could cause the breakage and finally to the malfunction of the device. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. We conclude that the cause of failure is not due to any manufacturing non-conformances. Please note that the current technical guide recommends inserting the pfna blade to the stop by applying gentle blows with the hammer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.